Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome one time. The last repair was (B)(6) 2015 where it was reported that the device was being sent in for preventative maintenance and the bearings and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that the head and control bar were nicked and the motor was on the low end of the specification. It was also noted that the calibration was within specification. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and width plates. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the head and control bar were nicked. While during the initial inspection it was noted that the head and control bar were nicked, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the head and control bar were nicked and the motor was on the low end of the specification. It was also noted that the calibration was within specification. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and width plates. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was reported that the metal shavings were coming off the hand piece.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
Additional information received (B)(6) 2017 clarified that the event took place during cleaning.